Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the user accidentally struck the ilet against a wall, resulting in a cracked top portion of the display with partial loss of readability while the pump continued to operate and blood glucose values remained normal. Symptoms included no adverse clinical effects. Outcomes included no change in glycemic control and no need for medical intervention or hospitalization. Investigation included complaint handling and logistical assessment of device replacement and inspection of the returned device. Investigation of this device revealed physical damage to the display consistent with external impact, with the device otherwise functioning, aligning with prior findings for impact-related screen damage. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device malfunction.